Event description:
It was reported that a patient presented with high defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of high defibrillation lead impedance was not confirmed. As received, a complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.